Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving ba clofen at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that an empty pump occurred. The patient knowingly missed a refill appointment. They presented on (B)(6) 2019 in withdrawal. The pump was refilled and evaluated to be functioning properly. The patient was re-educated on the importance of not missing appointments. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.